Event description:
It was reported that the male/female luer lock stopper, red experienced foreign matter contamination. The following information was provided by the initial reporter: end cap with a foreign body within the sterile packaging was found in theaters on (B)(6) 2020.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20147 is cancelled and void as a result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that the male/ female luer lock stopper, red experienced foreign matter contamination. The following information was provided by the initial reporter: end cap with a foreign body within the sterile packaging was found in theaters on (B)(6) 2020.